Event description:
User facility mandatory medwatch received that stated: "during rounds, an anti-coagulant medication was noted to be infusing at 4ml/hr, and the concentration of the bag was noted to be 250mg/500ml. The calculation of the dose was double checked, and it was found that the medication should have been infusing at 41 ml/hr based on the pt's weight. The infusion was programmed on the symbiq smart infusion pump as 250mg/50ml. The charge rn was in the room to check the pump with another rn. The smart pump choice for this medication is only available as 250mg/500ml. The pump was reprogrammed using other drug choice with correct concentration entered. The family and the pt were informed of the problem and the correction. The bag hanging had a double rn check sticker on it," upon further query, the following info was provided that indicated the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver angiomax 250mg/500ml, at a rate of 0.25mg/kg/hr, and the delivery was started. No further programming parameters were provided. In 2009, at an unspecified time during rounds, the nurse noted the device was delivering at a rate of 4ml/hr instead of the intended rate of 41ml/hr. The device was reprogrammed to the intended rate of 41ml/hr and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Attachment: user facility (voluntary/mandatory) medwatch was received in 2009. The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. #